Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 71-year-old male patient presenting with cardiomyopathy. While being transported from the operating room to the critical care unit following implantation, a ¿purge volume critically low¿ alarm appeared. In the ccu, the rn changed the purge bag with no resolution, followed by a purge cassette change, also with no resolution. The team elected to exchange the automated impella controller (aic), and the alarm resolved. The reported events are failure to detect the purge cassette, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
Updated information: d6b explant date added.